Event description:
Midline infiltration in left forearm, area swollen, red, firm, bruising to right of the midline butterfly wings. The catheter sheath between the locking mechanism and the luer lock hub was cracked leaving the internal catheter moveable and able to come out of the locking mechanism. There was one 22 gauge landmark midline along with an extension set with injection cap (MFR unk) returned for analysis. A visual and microscopic examination using 20x magnification revealed that the locking mechanism was engaged at approx. The 5" mark. The catheter is designed to lock in place at any location from 0"-6". This is achieved by slitting the protective sheath for 6". The catheter was not able to be advanced by pulling on the tab through the lock which indicates a properly performing locking mechanism. There was no evidence of any cracking or damage to the luer hub. The locking mechanism by design is a two piece molded part. These pieces were confirmed to be intact and functioning normally. The reference to "the catheter sheath between the locking mechanism and the luer lock hub was cracked leaving the internal catheter moveable and able to come out of the locking mechanism" is actually the slit of the protective sheath, which is split by design. There was no nonconformance with the catheter sheath. Johnson & johnson medical inc., provided a landmark midline catheter maintenance and reference guide which states to observe for blood flashback behind the lock mechanism. The instructions state the proper insertion technique. Close observation for flashback response will indicate successful entry into the vein. Proper use of the device would help to reduce the incidence of infiltration. For business reasons johnson & johnson medical, inc. Has decided to discontinue the distribution of streamline brand of IV catheters. The co will continue to track this type of info.